Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose in the morning as a result of giving himself too much insulin. The customer stated that he did not check his blood glucose, and by the time he did, his blood glucose level was low and the paramedics were called. They treated his blood glucose with glucagon shots. The customer mentioned that he had turned off the hi alerts in his insulin pump, but he still received another alarm. Reviewed the alarm history and found that the customer received an alert silence alarm. No further information was provided.